Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant is really high near collar bone, hard, throbbing and painful" & "rupture, warm, sore, really high and hard, pain, starting to hurt everyday now, went hard, too big, lot bigger than my left." . This record is for the right side. Device remains implanted.